Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that there were episodes of non-sustained right ventricular lead noise. Noise was observed when the patient took a deep breath. CT was performed and perforation was suspected. There was no allegation of malfunction on the lead. The physician considered of the root cause of the noise as the perforation. The lead was replaced on (B)(6) 2018. The patient was recovering with no adverse consequences.